Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with minor scratched lcd window. Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the self test. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. No missing segments/partial display noted during the testing.

Event description:
The customer reported via phone call that the insulin pump screen was smudged. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.